Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, when inserting the fiber through the tre-sheath, the patient's vein was perforated. The fiber was withdrawn and set aside, and the procedure was successfully completed using a new of the same device. The patient did not experience harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted no defects. While viewing the tips under a microscope, the edge break is visible around the circumference of the tip. While wearing gloves, the tips of the fiber was examined for sharpness. No rough, sharp, or unbroken edges were encountered. The customer's reported complaint description of the fibers perforating the patient's vein is confirmed based on the complaint description. The IFU for this product lists vessel perforation as a potential complication. Although the complaint is confirmed, the returned fiber was within specifications. A root cause cannot be definitively determined although, handling could be a possible contributing factor. Caution must be taken while pushing the fiber through the tortuous veins. A review of the device history records was performed for the reported lot for any deviations related to the reported defects of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).